Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that via merlin.net non-sustained rv oversensing due to possible myopotential oversensing was observed. Programming changes were made. The patient condition was fine.